Event description:
Caller reported that control-iq increased basal insulin delivery due to inaccurate cgm values. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the corrective actions taken by the customer or technical support.